Event description:
The technician alleged that the left side rail was hard to latch. No patient impact.

Manufacturer narrative:
The left hand side rail was taken apart and cleaned by the technician to resolve the issue.